Event description:
International affiliate reports the tab of an inserted mis cannulated x-tab screw broke off from the screw during surgery. The tab breakage was noted at the external left side of l5 when a concomitant device rod was pulled out. The rod had been inserted but was removed because threads of an mis single inner set screw became cross threaded during assembly and the set screw couldn¿t be placed properly. This is when the tab was broke. It was reported that the screw at s1 was inserted deeply to the inner side and the sleeve was removed to check the rod insertion. Another product (set screw) was used to complete the rod insertion. The threads of a second mis single inner set screw became deformed during final tightening at right side of l5. Surgery was extended by sixty minutes as a result of the cumulative difficulties that occurred during the procedure. There were no adverse consequences to the patient. The x-tab screw¿s broken tab was discarded by the customer. The following mfg. Medwatch reports are being filed for the one mis cannulated x-tab screw and the two mis single inner set screws that were involved in this event: 1526439-2014-11578, 1526439-2014-11579, 1526439-2014-11580.

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Tab discarded.